Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cubie in drawer 13, position 10 did not lock into the pocket, although the pocket was empty. The nurses were unable to issue cephalexin 250mg capsules from drawer. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubie 13 09 in drawer 13 position 10 was not locking into the pocket. A field service engineer assisted the customer by reseating the pockets and realigning the muscle wires in the row boards, performed a cycle count to verify functionality, and all tests passed successfully. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.